Event description:
The report received via a voluntary medwatch indicated that the physician deployed the optease vena cava retrieval filter with the hook up for jugular retrieval. The device is not intended for jugular retrieval. The device embolized to the patient's right ventricle. The patient required open heart surgery to retrieve the device and to repair the tricuspid valve. Additional information has been requested.

Manufacturer narrative:
Please note that the voluntary medwatch number received was (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received and indicated: the patient was discharged home eleven days post-operatively. The indication for the filter insertion was deep vein thrombosis (dvt). The dvt was documented by doppler with the following findings: (1) there is evidence of dvt within the left common femoral vein and proximal and mid to distal left greater saphenous vein. (2) there is also thrombus within the left femoral vein and popliteal vein and lesser saphenous vein. Sonography of iliac veins/impression: deep venous thrombus in left external iliac vein. Access for the procedure was via the right femoral and no thrombus was noted at the delivery site. The patient had no contraindication for anticoagulation therapy and was on a heparin drip for the procedure. The patient had no evidence of pe/pulmonary embolism. Pre and post imaging was done however the vena cava size was not provided. The filter migration was noted during the final venogram. Clot extraction was completed after placement of the optease filter. The patient underwent cardiopulmonary bypass with extraction of the optease filter from the right ventricle, repair of tricuspid valve, and pulmonary embolectomy with extraction of right and left pulmonary clot. The filter was placed at the l2-3 spinal body level. There was a large/excessive thrombus load noted. The patient received heparin and activase intraoperatively. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15505204 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received via a voluntary med watch indicated that the physician deployed the optease vena cava retrieval filter with the hook up for jugular retrieval. The device is not intended for jugular retrieval and the IFU notes that retrieval must be through the femoral artery. The filter embolized to the patient's right ventricle requiring open heart surgery to retrieve the filter and to repair the tricuspid valve. The patient was discharged home eleven days post-operatively. The indication for the filter insertion was deep vein thrombosis (dvt) documented by doppler. Access for the procedure was via the right femoral artery and no thrombus was noted at the delivery site. The patient had no contraindication for anticoagulation therapy and was on a heparin drip for the procedure but was later diagnosed with hit/ heparin induced thrombocytopenia. The patient had no evidence of pe/pulmonary embolism. Pre and post imaging was done however the vena cava size was not provided. The filter was placed at the l2-3 spinal body level. There was a large/excessive thrombus load noted. The patient received heparin and activase intraoperatively. Clot extraction was completed after placement of the optease filter. The filter migration was noted during the final venogram. The patient underwent cardiopulmonary bypass with extraction of the optease filter from the right ventricle, repair of tricuspid valve, and pulmonary embolectomy with extraction of right and left pulmonary clot. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15505204 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It appears that the difficulty experienced was caused by the operational context of the device, deployment of the filter upside down with the retrieval hook facing cranial instead of caudal, and is not related to a product quality issue.

Manufacturer narrative:
(B)(4). History: this complaint involves a patient who had an optease ivc filter implanted for dvt. A device intended for femoral retrieval was implanted with the hook cranial; an orientation used for jugular retrieval. As per clinical report, the device embolized to the right ventricle during the implantation procedure. The patient was transferred to the or for open surgical removal of the filter from the right ventricle and surgical thrombectomy of extensive pulmonary embolism. Observation: one digitial image is submitted for review. The image is a chest x-ray taken post operatively. The patient is status post median sternotomy and bilateral chest tubes are in place. Endotracheal and nasogastric tubes are in place. No filter is identified in this post op study. Conclusion: as per clinical report, a femoral retrieval optease ivc filter was placed in reverse orientation for intended subsequent jugular retrieval. The filter embolized to the right ventricle. No images are provided showing the filter during or after placement. This appears to be a case of procedural/technical error.